Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and passed. Performed global receiver functional test and passed. Performed manual receiver test "try it" in vibrate mode and passed. Open receiver case for internal visual inspection and passed. Measure the vibrator motor internal resistance and found to be within specification. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. No injury or medical intervention was reported.